Event description:
The manufacturer's representative reported there were two catheters in which micro tears were noted; "the csf was leaking". The catheters were not implanted; and it is thought the tears occurred, when the hcp was removing the stylet. The patient was implanted with a third catheter without incidence. The patient was reported to have recovered without sequela and was doing well. The representative confirmed that the drug contained in the patient's pump was morphine (unk concentration/dose). See manufacturer's report # 6000030200700709.

Manufacturer narrative:
Final analysis revealed the catheter has at least twelve shear holes in the two "deformed" (bunched) areas of the catheter.